Manufacturer narrative:
The device was returned to the customer unrepaired per their request. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted stryker for checking of their device. During evaluation stryker observed that the device would unexpectedly reset during powering on. There was no patient involved in the reported event.

Manufacturer narrative:
Due to character limitations: initial reporter phone, was left blank. The initial reporter¿s phone number: (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired.

Event description:
A customer contacted stryker for checking of their device. During evaluation stryker observed that the device would unexpectedly reset during powering on. There was no patient involved in the reported event.